Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer on the labeled insulin fill amount. Customer¿s blood glucose ranged from 225-226 mg/dl. The customer replaced the cartridge and continued insulin therapy.